Manufacturer narrative:
(B)(4). The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of patient who made a mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer service, the patient reported that on an unreported date, he made a mistake/touch contamination. On an unreported date, the patient experienced peritonitis. The patient was not hospitalized for the events. Treatment provided for the events was not reported. On an unreported date, the patient recovered from the event of peritonitis. The outcome for the patient made mistake/touch contamination was not reported. Dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. The consumer stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the patient made mistake/touch contamination.